Manufacturer narrative:
Concomitant medical products: product ID: 9735773, serial/lot #: 1919, ubd: unknown, UDI#: unknown: a medtronic representative visited the site to evaluate the equipment. The ups and battery were replaced. The returned ups was analyzed, and no failures were found. The returned battery was analyzed and was tested (52.48v) with the accompanying ups for a 24hr period. The ups did shut down during testing period due to battery overheating as programmed. The ups was then tested with a known good battery for an extended testing period and tested with no issues. The ups was then unplugged from main power and continued to run under the power of the known good battery for the set 11.5 minutes before shutting down as programmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that outside of a procedure the system unexpectedly shut down after being powered on for a short time. There was no patient present. Additional information was received. It was reported that the system lost power while plugged into a functioning outlet.